Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head shot down throat [foreign body in respiratory tract]. Brush head broke off [device breakage]. Case description: consumer e-mailed stating that the brush head broke off. No serious injury was reported.

Manufacturer narrative:
18-apr-2019 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Brush head shot down throat [foreign body in respiratory tract] brush head broke off [device breakage] product counterfeit [product counterfeit] case description: consumer e-mailed stating that the brush head broke off. No serious injury was reported.